Event description:
The customer reported the unit failed defib/pacer test.

Manufacturer narrative:
The customer reported the unit failed defib/pacer test which could prevent the delivery of therapy. On 7/31/09, the fse evaluated the device and verified the reported symptom. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.